Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("extreme, debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), weight fluctuation ("weight fluctuations"), back pain ("severe-back pain"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge"), infection ("infections"), fatigue ("fatigue"), headache ("headaches,"), dyspareunia ("dyspareunia, among other symptoms"), depression ("depressed.") And anxiety ("anxious"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, headache, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses'), crohn's disease ('crohns disease'), colon dysplasia ('14 pre cancerous polyps in my colon') and tremor ('trembles in arms and legs') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. On (B)(6) 2009 she discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 3 days before insertion of essure (ess205). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time"), nausea ("nausea / nausea every time you eat anything") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor (seriousness criterion medically significant) and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), colon dysplasia (seriousness criterion medically significant), back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation") and inflammation ("the inflammation caused by essure") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008 and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, colon dysplasia, tremor, dysmenorrhoea, weight fluctuation, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, pelvic pain, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation and inflammation outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, biliary colic, bladder disorder, c-reactive protein increased, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, inflammation, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2013 pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6) 2013,pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device and normal ache and pain in the body. These following events were confirmed from medical records:dysmenorrhea,dyspareunia, pelvic pain,headaches,painful intercourse, perforation fallopian tubes and device migration. Amendment: the report was amended for the following reason: significant coding correction done. Event reported as 14 pre cancerous polyps in my colon were coded correctly to precancerous colon polyp. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts / essure embedded in my ovaries"), crohn's disease ("crohns disease"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), tremor ("trembles in arms and legs") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009 she discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to january 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash and itching. In 2005, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2005, 3 days before insertion of essure, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue"), nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gaina and weight loss"), depression ("depressed.") And anxiety ("anxious"). In 2015, the patient experienced headache ("headaches,") and tremor (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), infection ("infections"), dyspareunia ("dyspareunia, painful sexual intercourse"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), fallopian tube perforation (seriousness criterion medically significant), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body") and c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure) and surgery (ablation on (B)(6) 2006 and(B)(6) 2008). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, tremor, pelvic pain, fallopian tube perforation, vision blurred, abdominal pain upper and c-reactive protein increased outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, c-reactive protein increased, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2013 pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6) 2013,pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device and normal ache and pain in the body. These following events were confirmed from medical records:dysmenorrhea,dyspareunia, pelvic pain,headaches,painful intercourse, perforation fallopian tubes and device migration. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case: event my c-reactive protein rate was 4 times what it is supposed to be was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), crohn's disease ('crohns disease'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses'), fallopian tube perforation ('perforation (fallopian tube(s))') and tremor ('trembles in arms and legs') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. On (B)(6) 2009 she discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 3 days before insertion of essure (ess205). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time"), nausea ("nausea / nausea every time you eat anything") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced headache ("headaches") and tremor (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation") and inflammation ("the inflamation caused by essure") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be") and adenoma benign ("14 pre cancerous polyps in my colon"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008 and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, menorrhagia, fallopian tube perforation, dysmenorrhoea, weight fluctuation, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, tremor, pelvic pain, vision blurred, abdominal pain upper, c-reactive protein increased, adenoma benign, biliary colic, diarrhoea, constipation and inflammation outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenoma benign, allergy to metals, anxiety, arthralgia, back pain, biliary colic, bladder disorder, c-reactive protein increased, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, inflammation, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2013 pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6) 2013,pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device and normal ache and pain in the body. These following events were confirmed from medical records:dysmenorrhea,dyspareunia, pelvic pain,headaches,painful intercourse, perforation fallopian tubes and device migration. Most recent follow-up information incorporated above includes: on 21-may-2019: social media received. Reporter added. Events 14 pre cancerous polyps in my colon, kept telling me may issue are gall bladder, diarrhea, constipation and the inflammation caused by essure added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary"), crohn's disease ("crohns disease"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), fallopian tube perforation ("perforation (fallopian tube(s))") and tremor ("trembles in arms and legs") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. On (B)(6) 2009 she discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 3 days before insertion of essure (ess205). On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced fatigue ("fatigue"), nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss"), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced headache ("headaches") and tremor (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain") and pain ("normal ache and pain in the body") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008 and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, menorrhagia, fallopian tube perforation, dysmenorrhoea, weight fluctuation, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, tremor, pelvic pain, vision blurred, abdominal pain upper and c-reactive protein increased outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, c-reactive protein increased, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2013 pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6), pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device and normal ache and pain in the body. These following events were confirmed from medical records:dysmenorrhea,dyspareunia, pelvic pain,headaches,painful intercourse, perforation fallopian tubes and device migration. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case (B)(4) were migrated to this as it is a follow up from this case. Reporter's information was updated and a new reporter was added, and essure model was updated. Furthermore the event ¿infection¿ was amended with new information and recoded to ¿vaginal infection¿. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts / essure embedded in my ovaries"), crohn's disease ("crohns disease"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), tremor ("trembles in arms and legs") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 1999 to january 2005. Concurrent conditions included obesity. In 2005, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2005, 3 days before insertion of essure, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue"), nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In november 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss"), depression ("depressed.") And anxiety ("anxious"). In 2015, the patient experienced headache ("headaches,") and tremor (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), infection ("infections"), dyspareunia ("dyspareunia, painful sexual intercourse"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), fallopian tube perforation (seriousness criterion medically significant) and abdominal pain upper ("right upper side of abdomen pain"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure) and surgery (ablation on (B)(6) 2006). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, tremor, pelvic pain, fallopian tube perforation, vision blurred and abdominal pain upper outcome was unknown and the headache, arthralgia and migraine was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2005 and removal date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: nickel, utis, apareunia (inability to have sexual intercourse), fibromyalgia, migraines, bladder problems or changes, urinary problems or changes, nausea, broken teeth, trembles in arms and legs, pain, perforation (fallopian tube(s)), blurred vision and right upper side of abdomen pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") and crohn's disease ("crohns disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), weight fluctuation ("weight fluctuations"), back pain ("severe-back pain"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge"), infection ("infections"), fatigue ("fatigue"), headache ("headaches,"), dyspareunia ("dyspareunia, "), depression ("depressed."), anxiety ("anxious"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling") and abdominal distension ("I look crazy big pregnant"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, headache, dyspareunia, depression, anxiety, costochondritis, swelling and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, swelling, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention. Most recent follow-up information incorporated above includes: on 26-jan-2018: reporters were added event added per content from medical records (social media): crohns disease, severe swelling, I look crazy big pregnant. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device migration ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), device dislocation into abdominal cavity ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and precancerous lesion of digestive tract ('14 pre cancerous polyps in my colon/cancerous polyps') in a 29-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes and gallbladder removal. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco), infliximab (remicade) and macrogol 3350 (miralax). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain ("pain"), fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time") and nausea ("nausea / nausea every time you eat anything"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse/painful sex"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient was found to have weight increased ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything. Weight 400 pound") and experienced depression ("depressed") and anxiety ("anxious"). On (B)(6) 2014, the patient experienced device migration (seriousness criteria medically significant and intervention required) and device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("constant cramp"), back pain ("severe-back pain, lower back pain"), procedural pain ("belly hurts from surgery"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / allergic reaction"), genital haemorrhage ("heavy bleeding"), precancerous lesion of digestive tract (seriousness criterion medically significant), abdominal distension ("I look crazy big pregnant"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), chest pain ("chest pain/ pain in the chest area right under your breast bone."), costochondritis ("costochondritis"), swelling ("severe swelling"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues/stomach problems/bowel diasease"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot/ get out of bed and change clothing"), dyspnoea ("breathing thing was important for me"), lung disorder ("lungs seemed very weak"), systemic lupus erythematosus ("lupus"), spondylitis ("arthritis/back arthritis"), pelvic adhesions ("adhesion"), scar ("scar tissues"), musculoskeletal discomfort ("my werist is having fit"), feeling abnormal ("brain fog"), thrombosis ("blood and clots"), anaemia ("anemia"), breast discharge ("leaky boobs"), flatulence ("gas") and peripheral nerve injury ("nerve and damage in arms, legs, hands and feet") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008, polyps removed/colonoscopy, undergo a total hysterectomy and bilateral salpingectomy with removal of the essure and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure, davinci). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device migration, device dislocation into abdominal cavity, fallopian tube perforation, menorrhagia, crohn's disease, pelvic pain, dysmenorrhoea, abdominal pain, procedural pain, dyspareunia, allergy to metals, genital haemorrhage, vaginal haemorrhage, precancerous lesion of digestive tract, tremor, abdominal distension, weight increased, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, anxiety, chest pain, costochondritis, swelling, gastrointestinal disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea, lung disorder, systemic lupus erythematosus, spondylitis, pelvic adhesions, scar, musculoskeletal discomfort, feeling abnormal, thrombosis, anaemia, breast discharge and peripheral nerve injury outcome was unknown, the abdominal pain lower and back pain had resolved and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anaemia, anxiety, arthralgia, back pain, biliary colic, bladder disorder, breast discharge, c-reactive protein increased, chest pain, constipation, costochondritis, crohn's disease, depression, device migration, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, fibromyalgia, flatulence, gastrointestinal disorder, genital haemorrhage, headache, inflammation, lung disorder, menorrhagia, migraine, musculoskeletal discomfort, nausea, night sweats, pain, pelvic adhesions, pelvic pain, peripheral nerve injury, precancerous lesion of digestive tract, procedural pain, scar, spondylitis, swelling, systemic lupus erythematosus, thrombosis, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and device dislocation into abdominal cavity to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test - on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Ultrasound scan - on an unknown date: it was properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration, pelvic adhesion, scar, back arthritis, lupus erythromatosis, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses'), crohn's disease ('crohns disease'), colon dysplasia ('14 pre cancerous polyps in my colon') and tremor ('trembles in arms and legs') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. On (B)(6) 2009 she discontinued smoking. On (B)(6) 2013 pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6) 2013,pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time"), nausea ("nausea / nausea every time you eat anything") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor (seriousness criterion medically significant) and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), colon dysplasia (seriousness criterion medically significant), back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat") and amenorrhoea ("she didn't have a period for a longtime") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008 and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, colon dysplasia, tremor, dysmenorrhoea, weight fluctuation, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, pelvic pain, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats and amenorrhoea outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, biliary colic, bladder disorder, c-reactive protein increased, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, inflammation, menorrhagia, migraine, nausea, night sweats, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media report received. Event" she didn't have a period for a longtime and night sweat were added". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and colon dysplasia ('14 pre cancerous polyps in my colon') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to january 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In december 2005, the patient experienced fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time"), nausea ("nausea / nausea every time you eat anything") and pelvic pain ("pain"). In january 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In november 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), colon dysplasia (seriousness criterion medically significant), back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot/ get out of bed and change clothing"), dyspnoea ("breathing thing was important for me") and lung disorder ("lungs seemed very weak") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on jan-2006 and sep-2008, polyps removed and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, colon dysplasia, tremor, dysmenorrhoea, weight fluctuation, back pain, dysgeusia, vaginal discharge, vaginal infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, pelvic pain, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea and lung disorder outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, biliary colic, bladder disorder, c-reactive protein increased, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, feeling hot, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, inflammation, lung disorder, menorrhagia, migraine, nausea, night sweats, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : 2016-206164. Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test - on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy.. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration. Most recent follow-up information incorporated above includes: on 13-jan-2020: information received via social media. Event" gee its hot". The case 2019-224166 (deletion case) was found to be duplicate case of this case 2017-206316 (retention case). All information including reporters, reference numbers and source document were transferred from deletion case to this case. Event from deletion case: breathing thing was important for me, lungs seemed very weak were added, legacy device report number of deletion case (2951250-2019-12906), legacy device report number for retention case is 2951250-2017-06753. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and colon dysplasia ('14 pre cancerous polyps in my colon') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain ("pain"), fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time") and nausea ("nausea / nausea every time you eat anything"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient was found to have weight increased ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything. Weight 400 pound") and experienced depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("constant cramp"), back pain ("severe-back pain, lower back pain"), procedural pain ("belly hurts from surgery"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), genital haemorrhage ("heavy bleeding"), colon dysplasia (seriousness criterion medically significant), abdominal distension ("I look crazy big pregnant"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), chest pain ("chest pain/ pain in the chest area right under your breast bone."), costochondritis ("costochondritis"), swelling ("severe swelling"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues/stomach problems"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot/ get out of bed and change clothing"), dyspnoea ("breathing thing was important for me"), lung disorder ("lungs seemed very weak"), systemic lupus erythematosus ("lupus"), spondylitis ("arthritis/back arthritis"), pelvic adhesions ("adhesion"), scar ("scar tissues") and musculoskeletal discomfort ("my werist is having fit") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008, polyps removed/colonoscopy and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, pelvic pain, dysmenorrhoea, abdominal pain, procedural pain, dyspareunia, allergy to metals, genital haemorrhage, vaginal haemorrhage, colon dysplasia, tremor, abdominal distension, weight increased, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, anxiety, chest pain, costochondritis, swelling, gastrointestinal disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea, lung disorder, systemic lupus erythematosus, spondylitis, pelvic adhesions, scar and musculoskeletal discomfort outcome was unknown, the abdominal pain lower and back pain had resolved and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, biliary colic, bladder disorder, c-reactive protein increased, chest pain, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, feeling hot, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, inflammation, lung disorder, menorrhagia, migraine, musculoskeletal discomfort, nausea, night sweats, pain, pelvic adhesions, pelvic pain, procedural pain, scar, spondylitis, swelling, systemic lupus erythematosus, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test - on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy.. Ultrasound scan - on an unknown date: it was properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration, pelvic adhesion, scar, back arthritis, lupus erythromatosis, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events adhesion, scar tissue, my wrist having fit, lupus, back arthritis were added. Weight fluctuation pt was updated to weight gain updated. On 20-mar-2020: fu31, 32, 33, 34 processed together. On 20-mar-2020: fu31, 32, 33, 34 processed together. On 23-mar-2020: fu31, 32, 33, 34 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts / essure embedded in my ovaries"), crohn's disease ("crohns disease"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), tremor ("trembles in arms and legs") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009 she discontinued smoking. Previously administered products included for birth control: birth control pill from (B)(6) to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash and itching. On (B)(6) 2005, the patient had essure inserted. In (B)(6) , the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2005, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced fatigue ("fatigue"), nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) , the patient experienced crohn's disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In (B)(6) , the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) , the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss"), depression ("depressed.") And anxiety ("anxious"). In (B)(6) , the patient experienced headache ("headaches,") and tremor (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe-back pain, lower back pain"), dysgeusia ("metallic taste in her mouth"), infection ("infections"), dyspareunia ("dyspareunia, painful sexual intercourse"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue"), abdominal pain lower ("constant cramp"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), tooth fracture ("broken teeth"), fallopian tube perforation (seriousness criterion medically significant), abdominal pain upper ("right upper side of abdomen pain") and pain ("normal ache and pain in the body"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure) and surgery (ablation on (B)(6) 2006 and (B)(6) 2008). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, tremor, pelvic pain, fallopian tube perforation, vision blurred and abdominal pain upper outcome was unknown and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2013, pathology test revealed, cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis. On (B)(6) 2013, pathology test revealed, bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device and normal ache and pain in the body. These following events were confirmed from medical records:dysmenorrhea,dyspareunia, pelvic pain,headaches,painful intercourse, perforation fallopian tubes and device migration. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case. New event added- normal ache and pain in the body. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and colon dysplasia ('14 pre cancerous polyps in my colon') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain ("pain"), fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time") and nausea ("nausea / nausea every time you eat anything"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("constant cramp"), back pain ("severe-back pain, lower back pain"), procedural pain ("belly hurts from surgery"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), genital haemorrhage ("heavy bleeding"), colon dysplasia (seriousness criterion medically significant), abdominal distension ("I look crazy big pregnant"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), chest pain ("chest pain/ pain in the chest area right under your breast bone."), costochondritis ("costochondritis"), swelling ("severe swelling"), pain in hip ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues/stomach problems"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot/ get out of bed and change clothing"), dyspnoea ("breathing thing was important for me"), lung disorder ("lungs seemed very weak") and joint pain ("joint pain") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008, polyps removed/colonoscopy and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, pelvic pain, dysmenorrhoea, abdominal pain, procedural pain, dyspareunia, allergy to metals, genital haemorrhage, vaginal haemorrhage, colon dysplasia, tremor, abdominal distension, weight fluctuation, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, anxiety, chest pain, costochondritis, swelling, gastrointestinal disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea, lung disorder and joint pain outcome was unknown, the abdominal pain lower and back pain had resolved and the headache, pain in hip, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anxiety, back pain, biliary colic, bladder disorder, c-reactive protein increased, chest pain, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, feeling hot, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, inflammation, lung disorder, menorrhagia, migraine, nausea, night sweats, pain, pain in hip, pelvic pain, procedural pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and joint pain to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test - on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Ultrasound scan - on an unknown date: it was properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: content from social media received. New events 'new events belly hurts from surgery, heavy bleeding and joint pain' were added, outcome of back pain, abdominal pain lower were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries/ malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and colon dysplasia ('14 pre cancerous polyps in my colon') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate;paracetamol (norco) and infliximab (remicade). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain ("pain"), fatigue ("fatigue/ by 500 pounds I mean energy completely zapped and exhausted all the time") and nausea ("nausea / nausea every time you eat anything"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced weight fluctuation ("weight fluctuations, both weight gain and weight loss/ feel like 500 pund sare sitting on you when you try and do anything."), depression ("depressed") and anxiety ("anxious"). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("constant cramp"), back pain ("severe-back pain, lower back pain"), procedural pain ("belly hurts from surgery"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), genital haemorrhage ("heavy bleeding"), colon dysplasia (seriousness criterion medically significant), abdominal distension ("I look crazy big pregnant"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), chest pain ("chest pain/ pain in the chest area right under your breast bone."), costochondritis ("costochondritis"), swelling ("severe swelling"), pain in hip ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues/stomach problems"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflamation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot/ get out of bed and change clothing"), dyspnoea ("breathing thing was important for me"), lung disorder ("lungs seemed very weak") and joint pain ("joint pain") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and (B)(6) 2008, polyps removed/colonoscopy and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, crohn's disease, pelvic pain, dysmenorrhoea, abdominal pain, procedural pain, dyspareunia, allergy to metals, genital haemorrhage, vaginal haemorrhage, colon dysplasia, tremor, abdominal distension, weight fluctuation, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, anxiety, chest pain, costochondritis, swelling, gastrointestinal disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea, lung disorder and joint pain outcome was unknown, the abdominal pain lower and back pain had resolved and the headache, pain in hip, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anxiety, back pain, biliary colic, bladder disorder, c-reactive protein increased, chest pain, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, feeling hot, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, inflammation, lung disorder, menorrhagia, migraine, nausea, night sweats, pain, pain in hip, pelvic pain, procedural pain, swelling, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and joint pain to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test - on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy.. Ultrasound scan - on an unknown date: it was properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint. On 27-feb-2020: fu27 and fu28 were processed together. No new clinical information was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure inserts / essure embedded in my ovaries / malposition of essure device-location of device -ovary'), embedded device ('migration of the essure inserts / essure embedded in my ovaries / malposition of essure device-location of device -ovary'), fallopian tube perforation ('perforation (fallopian tube(s)', menorrhagia ('heavy menstrual bleeding, prolonged, abnormal menses') and colon dysplasia ('14 pre cancerous polyps in my colon / cancerous polyps') in a 29-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included diabetes and gallbladder removal. She discontinued smoking. Previously administered products included for birth control: birth control pill from 1999 to on (B)(6) 2005. Concurrent conditions included obesity, dysfunctional uterine bleeding, lactation disorder, chronic diarrhea, urinary incontinence, dysuria, hyperlipidemia, type 2 diabetes mellitus, prolapse, eye pain, dizziness, numbness in face, nickel sensitivity, rash, itching and genital bleeding. Concomitant products included adalimumab (humira), hydrocodone bitartrate; paracetamol (norco), infliximab (remicade) and macrogol 3350 (miralax). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain, dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced pelvic pain ("pain"), fatigue ("fatigue / by 500 pounds I mean energy completely zapped and exhausted all the time") and nausea ("nausea / nausea every time you eat anything"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse / painful sex"). In 2007, the patient experienced crohn's disease ("crohns disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). In 2010, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2012, the patient experienced urinary tract infection ("utis"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2013, the patient was found to have weight increased ("weight fluctuations, both weight gain and weight loss / feel like 500 pund sare sitting on you when you try and do anything. Weight 400 pound") and experienced depression ("depressed") and anxiety ("anxious"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tremor ("trembles in arms and legs") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("constant cramp"), back pain ("severe-back pain, lower back pain"), procedural pain ("belly hurts from surgery"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / allergic reaction"), genital haemorrhage ("heavy bleeding"), colon dysplasia (seriousness criterion medically significant), abdominal distension ("I look crazy big pregnant"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("infections / vaginal infection"), chest pain ("chest pain/ pain in the chest area right under your breast bone."), costochondritis ("costochondritis"), swelling ("severe swelling"), arthralgia ("hip pain"), gastrointestinal disorder ("gastro issue / digestive issues/stomach problems / bowel disease"), migraine ("migraines"), tooth fracture ("broken teeth"), abdominal pain upper ("right upper side of abdomen pain"), pain ("normal ache and pain in the body"), biliary colic ("kept telling me may issue are gall bladder"), diarrhoea ("diarrhea"), constipation ("constipation"), inflammation ("the inflammation caused by essure"), night sweats ("night sweat"), amenorrhoea ("she didn't have a period for a longtime"), feeling hot ("gee its hot / get out of bed and change clothing"), dyspnoea ("breathing thing was important for me"), lung disorder ("lungs seemed very weak"), systemic lupus erythematosus ("lupus"), spondylitis ("arthritis / back arthritis"), pelvic adhesions ("adhesion"), scar ("scar tissues"), musculoskeletal discomfort ("my wrist is having fit"), feeling abnormal ("brain fog"), thrombosis ("blood and clots"), anaemia ("anemia"), breast discharge ("leaky boobs"), flatulence ("gas") and nerve injury ("nerve and damage in arms, legs, hands and feet") and was found to have c-reactive protein increased ("my crp rate was 4 times what it is supposed to be"). The patient was treated with surgery (ablation on (B)(6) 2006 and on (B)(6) 2008, polyps removed / colonoscopy, undergo a total hysterectomy and bilateral salpingectomy with removal of the essure and undergo a total hysterectomy and bilateral salpingectomy with removal of the essure, davinci). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, menorrhagia, crohn's disease, pelvic pain, dysmenorrhoea, abdominal pain, procedural pain, dyspareunia, allergy to metals, genital haemorrhage, vaginal haemorrhage, colon dysplasia, tremor, abdominal distension, weight increased, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, anxiety, chest pain, costochondritis, swelling, gastrointestinal disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, tooth fracture, vision blurred, abdominal pain upper, c-reactive protein increased, biliary colic, diarrhoea, constipation, inflammation, night sweats, amenorrhoea, feeling hot, dyspnoea, lung disorder, systemic lupus erythematosus, spondylitis, pelvic adhesions, scar, musculoskeletal discomfort, feeling abnormal, thrombosis, anaemia, breast discharge and nerve injury outcome was unknown, the abdominal pain lower and back pain had resolved and the headache, arthralgia, migraine and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, anaemia, anxiety, arthralgia, back pain, biliary colic, bladder disorder, breast discharge, c-reactive protein increased, chest pain, colon dysplasia, constipation, costochondritis, crohn's disease, depression, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, fibromyalgia, flatulence, gastrointestinal disorder, genital haemorrhage, headache, inflammation, lung disorder, menorrhagia, migraine, musculoskeletal discomfort, nausea, nerve injury, night sweats, pain, pelvic adhesions, pelvic pain, procedural pain, scar, spondylitis, swelling, systemic lupus erythematosus, thrombosis, tooth fracture, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Current weight 230 lbs. There was also evidence that the essure coil was attached to the exterior of the right ovary and not in the right fallopian tube. The left side showed adhesions to the sidewall and to bowel fat there was a small portion of the coils extruding outside of the left fallopian tube and partially inside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Pathology test: on (B)(6) 2013: results: cervix: no pathologic alterations. Uterine corpus: atrophic endometrium; no evidence of hyperplasia or atypia. Extensive adenomyosis.; on (B)(6) 2013: results: bilateral fallopian tubes without specific pathologic alterations. Essure coils identified (one within the lumen of the fallopian tube and one received free floating). No evidence of malignancy. Ultrasound scan - on an unknown date: it was properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: crohn's disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device, normal ache, pain in the body, amenorrhea, dysmenorrhea, night sweats, feeling hot". The following events were confirmed from medical records: dysmenorrhea, dyspareunia, pelvic pain, headaches, painful intercourse, perforation fallopian tubes and device migration, pelvic adhesion, scar, back arthritis, lupus erythromatosis, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 36, 37, 38, 39, 40 and 41 were processed together. Social media received: brain fog, blood and clots, anemia, leaky boobs, gas and reporter information were updated. On 23-mar-2020: fu 36, 37 ,38, 39, 40 and 41 were processed together. On 23-mar-2020: event : nerve damage in arms, legs, hands and feet added. Fu 36, 37, 38, 39, 40 and 41 were processed together. On 23-mar-2020: fu 36, 37, 38, 39, 40 and 41 were processed together. On 23-mar-2020: fu 36, 37, 38, 39, 40 and 41 were processed together. On 23-mar-2020: fu 36, 37, 38, 39, 40 and 41 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("extreme, debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), weight fluctuation ("weight fluctuations"), back pain ("severe-back pain"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge"), infection ("infections"), fatigue ("fatigue"), headache ("headaches,"), dyspareunia ("dyspareunia, "), depression ("depressed."), anxiety ("anxious") and costochondritis ("costochondritis ") with chest pain. The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, headache, dyspareunia, depression, anxiety and costochondritis outcome was unknown. The reporter considered anxiety, back pain, costochondritis, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Concerning the injuries reported in this case, the following one/ones were reported via social media: costochondritis. Most recent follow-up information incorporated above includes: on 22-nov-2017: event costochondritis added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure embedded in my ovaries"), device dislocation ("migration of the essure inserts") and crohn's disease ("crohns disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding, prolonged, abnormal menses"), weight fluctuation ("weight fluctuations"), back pain ("severe-back pain"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge"), infection ("infections"), fatigue ("fatigue"), headache ("headaches,"), dyspareunia ("dyspareunia, "), depression ("depressed."), anxiety ("anxious"), costochondritis ("costochondritis") with chest pain, swelling ("severe swelling"), abdominal distension ("I look crazy big pregnant"), arthralgia ("hip pain") and gastrointestinal disorder ("gastro issue"). The patient was treated with surgery (undergo a total hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, device dislocation, crohn's disease, dysmenorrhoea, menorrhagia, weight fluctuation, back pain, dysgeusia, vaginal discharge, infection, fatigue, headache, dyspareunia, depression, anxiety, costochondritis, swelling, abdominal distension, arthralgia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, back pain, costochondritis, crohn's disease, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, headache, infection, menorrhagia, swelling, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: crohns disease, swelling and abdominal distention, arthralgia, gastrointestinal disorder, embedded device. Most recent follow-up information incorporated above includes: on 02-feb-2018: events "hip pain, gastro issue, essure embedded in my ovaries", reporter added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.